Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic noise was observed on the ventricular channel. The noise could not be reproduced with isometrics or pocket manipulation. Patient was asymptomatic. Programming changes were made to continue monitoring the patient remotely. The patient was stable throughout the device interrogation.